Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reason for the return could be confirmed. Resources have been assigned to investigate this condition but we have not yet been able to determine the root cause.

Event description:
It was reported that during implant the device exhibited no rf telemetry. The device was not used.